Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values 7 days after the sensor was inserted in the thigh. The patient experienced diaphoresis, nausea, headache, and felt flushed. The cgm was reading 90 mg/dl and the blood glucose reading was 40 mg/dl. The patient was self-treated with carbohydrates and was transported to the emergency department. There, the hypoglycemia was treated with d10 glucose drip with saline and the patient recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and doing better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.